Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00568. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were found to be inserted correctly into the implantable neurostimulator (ins) header. X-rays revealed a fracture of the lead located at l3 (lot ab2105) and the lead was explanted and replaced. Diagnostics indicated varying impedances with the lead located at l4 (lot ab2135) and it too was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.